Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope was not displaying an image. It was not specified during what type of device usage the reported event occurred. Further details of the event were requested but unknown by the reported. There was no report of patient injury or medical intervention associated with this event.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, h2, h3, h6, h11 corrected fields: d4 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to e216 communication error. Olympus will continue to monitor field performance for this device.